Event description:
It was reported that there were a lot of short v-v intervals, nsvt (non-sustained ventricular tachycardia) episodes, oversensing, noise, and high pacing impedance. Tachyarrhythmia detection was programmed off. The patient was admitted to the hospital and upon reopening of the pocket, the lead was tested via the analyzer and found to have appropriate measurements. The lead was then connected to the device and impedance was within normallimits. A setscrew/connection issue was noted, despite an x-ray having shown the lead pin clearly inserted. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-45 lead implanted: (B)(6) 2015. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.